Event description:
It was reported that the right ventricular (rv) lead exhibited sudden rise in threshold measurement as a result of a micro-dislodgement. The lead was repositioned and it remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri52 implantable pacing lead (B)(6) 2013.